Event description:
Reporter states that, she placed a thermometer in her child's mouth and the tip broke inside his mouth. However, she was able to retrieve the broken piece by asking the child to spit it out. She is concerned with the material integrity of the product (thermometer).